Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown issue occurred with the dexcom. The reporter stated the patient had been making treatment decisions based the dexcom and ended up in the emergency room (ER). The patient¿s physician and the patient stated this was concerning. It is unknown if there was an issue with the dexcom or how it caused or contributed to the emergency room visit. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.